Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), prior to taking final restoration impressions, a patient experienced failure of implant to integrate.